Event description:
It was reported that the patient experienced a driveline communication fault alarm starting on 04mar2026 at 13:59. The ventricular assisting device (vad) parameters were stable. The patient was asymptomatic with no interruption in therapy. The driveline communication fault alarm (comm b) were noted starting on 04mar2026 at 13:59 and continued for the remainder of the log file. There were compromised cables observed. The modular cable and system controller were exchanged. The alarms were resolved after 20 minutes wait and load test on new system controller was performed. There were no lvad alarms after the modular cable was exchanged and the patient was stable at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial number (B)(6), was returned for evaluation due to the reported event of a driveline communication fault alarm. The system controller was functionally tested and was found to perform as intended. The cause of the reported event was isolated to an issue with the returned modular cable (evaluated separately). Available information for this event indicates that no other alarms were associated with the controller, and that the alarms resolved after the modular cable had been exchanged. The root cause of the reported event could not be correlated to an issue with the system controller. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.